Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and performed visual inspection and found sensor cannula broken, broken part was found in the tubing. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Also found sensor's cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.

Event description:
It was reported via phone call that the customer had a bent cannula. Lost sensor alarm was also reported. Customer's blood glucose level at the time 166 mg/dl. Troubleshooting occurred. Advised sensor would be replaced.